Event description:
Cpi rec'd info that this oscor lead was explanted due to dislodgement. One day after the implant, the lead was removed and found to have damage to the screw mechanism. The lead was replaced with a new lead of the same model.